Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper and lower abdomen, bra roll/back fat, and flanks on (B)(6) 2016 using the coolcore applicator. The patient reportedly received multiple treatments since the first treatment which was on an unspecified day in 2015. The patient was treated on several areas including the inner and outer thighs, entire abdomen, and flanks with an unknown applicator and was later treated with the coolmax applicator to correct the affected areas. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date, reportedly between the first and second treatment.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper and lower abdomen, bra roll/back fat, and flanks on 11-apr-2016 using the coolcore applicator. The patient reportedly received multiple treatments since the first treatment which was on an unspecified day in 2015. The patient was treated on several areas including the inner and outer thighs, entire abdomen, and flanks with an unknown applicator and was later treated with the coolmax applicator to correct the affected areas. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date, reportedly between the first and second treatment.